Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
A 'calibration adjust problem' was reported to philip healthcare related to the heartstart mrx. There was no pt involvement.